Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that this unit reported error code 001 along with the screen message defib failure cycle power and when performing self test, error code 90005 was reported. There was no report of patient involvement.